Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision was performed after both screws missed and implant failed.

Manufacturer narrative:
The associated devices were returned for evaluation. A review of manufacturing records did not reveal any manufacturing discrepancies that could have contributed to this issue. Damage/burnishing was observed near the screw holes on the nail and on the surface of the screws. Such damage may have been caused by contact between the outer surface of the nail and the screw. This type of contact is consistent with the reported complaint that the ¿screws missed.¿ the underlying reason that the screws missed the corresponding holes in the nail could not be determined from this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.